Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient was hospitalized and that spikes could be seen on an ECG monitor but there was no capture, sensing~~~~~